Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). Analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said that their recharger was not working. Patient said that the green light was scrolling and they could not get it to stop. Patient mentioned that they tried a hard reset on saturday night and the light would go off but then come right back on. During the call agent had patient attempt a hard reset of recharger, but scrolling battery lights persisted. Agent had patient place recharger in dock and scrolling lights continued. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.